Event description:
It was reported that the artificial urinary sphincter was deactivated and catheterized for knee surgery. Following the surgery, the device was activated and the patient was incontinent again. There was not enough fluid in the balloon. The artificial urinary sphincter was removed and replaced. The outcome following the procedure was successful and the patient fully recovered.